Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID:2134265-2015-03405. It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending coronary artery. A 2.00mm rotalink¿ plus and a rotawire were selected for treatment. During procedure, it was observed that the wire was kinked and the burr was unable to rotate. Furthermore, it was noted that the wire could not be removed from the rotalink. Both devices were removed and were separated outside the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. The device was returned connected to the catheter. Visual inspection observed that the catheter coil and sheath were cut/removed from the proximal end of the device. The cut/removed catheter was not returned for evaluation. A partial guidewire was returned inserted in the advancer and partial catheter that was returned. The catheter and advancer handshake connections were disconnected and the guidewire was removed without any issue. The proximal catheter was microscopically examined and it was noted that the coil/drive shaft was broken and stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID:2134265-2015-03405. It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending coronary artery. A 2.00mm rotalink¿ plus and a rotawire were selected for treatment. During procedure, it was observed that the wire was kinked and the burr was unable to rotate. Furthermore, it was noted that the wire could not be removed from the rotalink. Both devices were removed and were separated outside the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient's status was good.